Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation and pain at the ipg site per physician¿s note. It was also noted that they desired for a magnetic resonance imaging (MRI) studies. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.